Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system on (B)(6) 2006. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not been seen since 2011 and has not reported any complications. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.